Event description:
The customer reported that the system shut down. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not reproduce the problem. The system operates as intended.